Event description:
The patient's spouse reported that the patient went through a security screening while on vacation, and patient woke up in the early morning with a heart rate in the 40's. The patient stated that their rate has never been that low. No further information could be obtained after multiple follow-up attempts. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.